Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the first revision surgery was performed to remove a piece of broken implant. Another revision is planned to remove the remaining pieces.